Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) the device reached normal battery depletion.

Event description:
It was reported that there was early battery depletion. About five months later, the device was explanted and replaced due to rrt (recommended replacement time). No patient complications have been reported as a result of this event.